Event description:
It was reported the device was unable to power on. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report, the battery flex was corroded and contaminated. It was also noted that the high rate cover, main cover, upper case, lower case, battery drawer, battery latches, side bail covers, ring cover and battery contacts were contaminated and the battery drawer o-ring was misshapen.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.